Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on this left ventricular (lv) channel. Technical services (ts) reviewed and stated to have the patient seen in clinic for further testing. This lv lead remains in service. No adverse patient effects were reported.